Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a sensor glucose level of 41 mg/dl and a blood glucose level of 81 mg/dl. The customer reported that the insulin pump would go into threshold suspend and he would receive low sensor glucose levels after playing golf and sweating. The customer was advised that the sensors would be replaced and agreed to return the products for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.